Event description:
The customer contacted baxter's technical service center and reported that while spiking the third solution bag, the spike came out and the home patient (hp) touched the end of the spike. The hp wanted to know if he can just clamp off the line and put a bag on a different line. The baxter technical service representative (tsr) explained that in order to stay aseptic, the hp would need to start over with all new supplies. Product surveillance contacted the hp who stated he discarded the set-up and started therapy over with new supplies. The hp uses an assist device to spike the solution bags. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.